Event description:
On (B)(6) 2013 a (B)(6) male pt underwent evar at facility #1. The implanting physician placed a zenith flex main body and two zenith iliac leg grafts. The cook aaa graft was identified as leaking intra-abdominally. The graft was then immediately explanted on (B)(6) 2014 at facility #2. According to the initial reporter, the pt was returned to the floor intubated. The pt was experienced intra-abdominal irritation and swelling due to leakage of blood. The pt's present condition is unk.

Manufacturer narrative:
"Blood loss, explant, an converting to open surgical repair are labeled in the IFU." Event evaluation: still under investigation.